Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (200 mcg/ml at 13.33 mcg/day), bupivacaine (15 mg/ml at 1.0 mg/day) and dilaudid (30 mg/ml at 2 mg/day) via an implantable infusion pump. It was reported that the patient's pump was removed due to an infection that started on (B)(6) 2020. She was scheduled for a reimplantation but it was put on hold due to low pump inventory. She mentioned she was on "massive amounts of IV antibiotics and oral antibiotics" after the removal. The patient was redirected to bring her concerns to her doctor. No further complications were reported.

Manufacturer narrative:
Serial number updated to (B)(4). If information is provided in the future, a supplemental report will be issued.